Event description:
A peritoneal dialysis (pd) patient reported that during drain 1 and 2 of pd treatment the patient encountered a "stalled at a state" alarm/warning. The patient also noted fluid leaking from the cassette door at the time of the warning during the first drain. Patient reset up with new supplies and got the warning again. Technical services advised the patient and gave information regarding alarms and suggested that the patient wait and try using the cycler the next day with new setup. In a follow up call, the pdrn confirmed that the patient did not encounter and harm, adverse event or intervention due to the fluid leak. The patient was able to complete treatment the next day and has continually used the machine without issues.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported that during drain 1 and 2 of pd treatment the patient encountered a "stalled at a state" alarm/warning. The patient also noted fluid leaking from the cassette door at the time of the warning during the first drain. Patient reset up with new supplies and got the warning again. Technical services advised the patient and gave information regarding alarms and suggested that the patient wait and try using the cycler the next day with new setup. In a follow up call, the pdrn confirmed that the patient did not encounter and harm, adverse event or intervention due to the fluid leak. The patient was able to complete treatment the next day and has continually used the machine without issues.